Manufacturer narrative:
An event of leaflet incomplete coaptation was reported. The device was returned to abbott for investigation and found that both the leaflets were intact and mobile. The valve was able to be rotated freely. There were no visible evidence of surface damage or anomalies. Hydrodynamic testing upon return to abbott indicated the valve functioned normally. This test ensures proper leaflet coaptation and hemodynamic performance. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incomplete coaptation could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, 21mm sjm regent heart valve was chosen for a aortic valve replacement (avr) procedure. During device preparation, the leaflets moving normally when tested and leaflet function tested by leaflet tester. During procedure, the native valve was excised and confirmed the annulus size as 21mm with sizer set. Then 21 valve was implanted. After that it was noted that the valve leaflets didn¿t move properly, so tried to rotate the valve but it got struck and not able to rotate. They explanted the valve and implanted a new 19mm sjm regent heart valve while patient was bypass. There was some delay in the procedure. The patient was reported stable.